Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant the lead was deactivated as it had a "weaker signal". The patient indicated the lead length was too short. No patient complications have been reported as a result of this event.